Manufacturer narrative:
An event of lead migration was reported to abbott. The migration was confirmed via x-ray. Lead was replaced at l5, left one in place at l4 and a third lead was added at s1. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted leads.

Event description:
Investigation completed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-00633. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2023 during which a lead got stuck in the ipg header, resulting in that lead and the ipg being explanted and replaced. The other lead was repositioned and an additional lead was added.